Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The data presented rotational sensor errors. These errors resulted in the device completing first and second primes earlier than expected. The device was reset and rerun, and the rerun data also presented a rotational sensor error. Damage was observed to the commutator cap. The rotational sensor errors that ended the priming sequence earlier than expected can be attributed to this commutator cap damage.